Event description:
Procedure: transforaminal lumbar interbody fusion levels implanted: l5-s1 it was reported that , the patient underwent spine fusion surgery on the lumbar region at levels l5-s1. The patient was implanted with rhbmp-2 collagen sponge which was applied from transforaminal approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space). Post-op, the patient complained of progressively worsening low back pain and radiculopathy into his lower extremities. Patient still continues to experience chronic low back pain radiating to his legs, with numbness and tingling on his left side from his hip to his toes, and chronic neck pain that radiates to his shoulders. Patient experiences difficulty walking. Patient injuries prevent him from practicing daily life activities and reportedly the patient has suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was preoperatively diagnosed with lumbar spondylosis and left foraminal stenosis, and underwent the following procedures: left l5-s1 decompressive hemi gill laminectomy, left l5-s1 transforaminal lumbar interbody fusion (with interbody cage and interbody fusion), posterior pars fusion (left posterior facet fusion (right), posterior laminar fusion (right), local bone graft, bmp, bone bank bone graft, bilateral l5-s1 internal fixation, dural repair (duragen and duraseal). As per the operative notes: "the interbody fusion was performed using a small bmp kit in the anterior aspect of the disc space with both pieces being put in the anterior compartment, followed by a very small amount of local bone graft, followed by placement of a 9 mm mini kimba cage (signus) impacted across midline into horizontal position in the usual manner with fluoroscopic guidance.excellent position of the cage in the anterior disc space was performed. After removal of external distraction followed by placement of rods and their locking,the disc space was filled with all remaining local bone graft followed by dbx. The right facet fusion was performed by placing dbx into the facet joint followed by decorticating the lamina of l5 and the lateral mass of l5 and the lamina of the sacrum and dbx bone graft was placed along this entire region from the lamina of l5 to pars region of l5 to the facet of l5 to the sacrum. On the left side there was a pars defect at l5 and the superior portion of the defect was decorticted and the top of the lat eral mass of the sacrum was decorticated as well and local bone graft(dbx) was placed in this region as well.there were no complications."

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.